Event description:
Approximately one year and three months after heartware lvad implantation, the site reported an event involving a patient whose battery was not charging. The battery was replaced with one from the hospital's stock, and the unit in question was returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The device has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.